Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced a mix of a product type in a pack which was noted during use. The following information was provided by the initial reporter: a patient complained the needle seems to become thick. The injection site was bleeding slightly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced a mix of a product type in a pack which was noted during use. The following information was provided by the initial reporter: a patient complained the needle seems to become thick. The injection site was bleeding slightly.